Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During inspection of an ht70 plus ventilator, the pump was found to be squeaking as well as the screen was found to be flickering. The ventilator was not in use on a patient at the time of the reported event. To address the issue, the pump and display were replaced to address the issues and the light emitting diode (led) driver was upgraded per replacement of the display. The unit passed all testing and operated within the manufacturing specifications.